Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass, the stapler cut, but didn't form the staples correctly, and it was very hard to open. Another device was used to complete the procedure. There were no adverse consequences to the patient.